Event description:
Reportedly, the patient went to the emergency on (B)(6) 2015 due to dizziness and staggering. When the pacemaker check was performed, the egms showed ventricular loss of capture. Ventricular pacing parameters were re-programmed to 3.5 v/0.5ms and no loss of capture observed afterwards. Another follow-up was performed on 19 (B)(6) 2015 and ventricular pacing parameters were re-programmed to 5.0 v/0.5 ms. The next follow-up will be performed within one month.

Event description:
Reportedly, the patient went to the emergency on (B)(6) 2015 due to dizziness and staggering. When the pacemaker check was performed, the egms showed ventricular loss of capture. Ventricular pacing parameters were re-programmed to 3.5 v/0.5ms and no loss of capture observed afterwards. Another follow-up was performed on (B)(6) 2015 and ventricular pacing parameters were re-programmed to 5.0 v/0.5 ms. The next follow-up will be performed within one month.